Manufacturer narrative:
(B)(4). Product was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient experienced a burning, red, raw and itchy reaction on their abdomen. Patient's mother called the doctor on (B)(6) 2015 and was recommended the use of over-the-counter cortizone-10 cream. At the time of contact, the patient was in good condition. No additional event information was provided.